Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a insert battery alert and replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for replace battery alarm and the customer stated that this was the first occurrence. Troubleshooting was performed for battery failed alarm and the customer stated that no damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. Troubleshooting was performed for display issues and the customer reported a blank display. The customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thus. The pump was monitored, and no blank display or unexpected power/battery alerts were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 22:09:00 after more than 7 days at 39.24 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 06:07:00 after more than 7 days at 40.23 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. A review of the pump history file reveals on 7/13/2025 at 11:46 there was a battery failed/failed batt test alarm generated and no excessive or unusual power/battery-related alarms were noted. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, stained serial number label, broken belt clip rails, missing end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The complaints of blank display (unexpected battery power loss) and battery failed alarm are not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.